Event description:
Affiliate reported that the hospital had difficulty using a total of 14 perforators, which were all reported to the sales rep on a single day. They were blunt and did not cut well. As a result it was estimated that the surgery was delayed for approximately 35 minutes. (B)(4). We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because of the medwatch is being reclassified from malfunction to serious injury.

Manufacturer narrative:
Additional information - we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. (B)(4). In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because of the medwatch is being reclassified from malfunction to serious injury.